Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices failed to load properly as the seals remained inside of the loading devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2013-01018 for the related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed signs of clinical usage. There was evidence of blood inside of the delivery tube, on the seal and on the exterior of the loading device. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was partially unraveled. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to deploy and unraveled seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).